Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that calibrations were not being completely displayed in the cgm history. Customer's blood glucose level was approximately 120 mg/dl. Customer declined to provide additional information regarding the reported issue, and declined troubleshooting with tandem technical support. No additional patient information was available.